Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. Review of device memory verified the device was at a battery status of elective replacement indicator (eri) and that the device exhibited abnormally high levels of power consumption while implanted. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated normally throughout this testing. Electrical testing identified an issue with the battery usage. The device case was opened to facilitate examination and individual testing of the internal components. Isolation of individual components revealed the filter capacitor exhibited electrical leakage. Detailed analysis of the filter capacitor identified a flex crack which resulted in the observed electrical leakage, high levels of power consumption, early battery depletion, and the code 1003.

Event description:
--

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) recommended device replacement. Subsequently this device was explanted and a new generator implanted. No additional adverse patient effects were reported.